Event description:
During attempts to advance an endovascular stent with delivery system to the target lesion site at the pt's aortic junction and innominate artery, the stent became dislodged from the balloon catheter. The physician elected to continue advancing the guidewire to the right iliac artery. Upon successfully advancing the guidewire to the right iliac artery, balloon catheter contact was reestablished and the stent was successfully deployed. There were no clinical sequelae reported relative to this event.